Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a patient. It was reported that the cause of the stimulation turning off was not determined but "rebooting" the system seemed to resolve the issue. They met with a representative who tested the system to try and determine the cause of the issue but it was not determined. They noted that the issue was resolved and they planned to follow up with the representative in a couple of weeks. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for failed backs surgery syndrome and spinal pain. It was reported that the patient's stimulation was on but when they went to change it to sleep programming they found that stimulation was off. They turned stimulation back on and didn't realize that stimulation was off until they checked. The patient had an MRI a couple of weeks ago but this didn't align with the event date. After turning stimulation back on they received a big jolt. The patient also noted that after they charged in the morning they turned stimulation back on and felt a big jolt again. No further complications reported.